Manufacturer narrative:
The customer provided additional questionable glucose results for two patients. The initial glucose results were not reported outside the laboratory due to recovering outside the normal reference range. The customer performed repeat testing for confirmation. On (B)(6)-2020, patient 3's initial glucose result was 53.2 mg/dl, and the patient's repeat glucose result was 87.9 mg/dl. On (B)(6)2020, patient 4's initial glucose result was 140.5 mg/dl, and the patient's repeat glucose result was 87.1 mg/dl. The customer confirmed there were no issues after (B)(6)-2020. It was requested but the customer did not provide any feedback about a possible root cause or changes done before the outliers were observed or what interaction was done to bring the system back in specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch field b6.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and ua2 uric acid ver.2 results for two patients tested on a cobas 4000 c (311) stand alone system. For several days, the customer confirmed there have been qc issues for multiple assays. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. Patient 1's initial uric acid result was (B)(6) mg/dl, and the patient's repeat result was (B)(6) mg/dl. Patient 2's initial glucose result was (B)(6) mg/dl, and the patient's repeat result was (B)(6) mg/dl. The uric acid reagent lot number and expiration date were requested but not provided. The glucose reagent lot number and expiration date were requested but not provided.